Event description:
During a hemorrhoid procedure, after the device was fired, the surgeon found it was difficult to remove. Also, the staples were malformed and the cutter curved a little. Used hand sewing to finigh the case. There was no pt consequence.